Event description:
Received a verbal report from a hemadialysis user facility who has reported a suspected allergic reaction. The initial reporter gave a verbal report on this event. According to her, this is a new patient to dialysis and this was his 3rd treatment. The therapy was started when the patient reported not feeling well. The patient's face turned beet red in color, lips swelled and turned blue, and there was a lump in his throat. The patient also reported a feeling of fire in the chest area. The staff responded immediately by giving 50 mg diphenhydramine IV and then reinfused the patient's blood. 911 was called. When this event occurred, the patient's blood pressure also dropped to 56/27 and remained low for a few minutes. The patient was then transported to the hospital for further evaluation. The patient did receive dialysis as an inpatient. The patient has since been discharged to home. The patient reportedly has no ill effect related to this event. The patient currently continues dialysis with no change in prescribed therapy. A sample is available for an evaluation. Also, for this event, the patient had 4.2 kg of fluid on and the staff attempted to remove 5.2 to get him closer to his edw (estimated dry weight).